Event description:
The patient had a hemorrhagic stroke. The patient was still having headaches and blurry right eye vision. The computer tomography scan of the patient head was unremarkable and had no signs of bleeding.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. Additionally, a specific cause for the patient¿s infection and sepsis could not be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists stroke as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Additionally, although the patient¿s infection and sepsis were not device related, the IFU lists infection (local, driveline, and pump pocket) and sepsis as adverse events that may be associated with the use of the heartmate 3 lvas. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23sep2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to an outside hospital with altered mental status and sepsis. The patient's vision started to deteriorate and the patient was diagnosed with endophthalmitis requiring washout and intravitreal injections. The patient had a computer tomography (CT) scan done which showed a right cerebellar intraparenchymal hemorrhage. Neurosurgery was consulted and no intervention was required.